Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-05018.

Event description:
It was reported patient underwent an initial knee arthroplasty in 1993 or 1994. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.